Event description:
It was reported to boston scientific corporation, through a retrospective review study, that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the upper gastro-intestinal tract, performed on (B)(6) 2008. According to the complainant, the stent was placed successfully for the management of a post bariatric surgery leak. There were no complications reported, and the stent fully expanded. On (B)(6) 2008, the patient presented with dysphagia and stent occlusion due to folding of the distal end of the ultraflex stent. The event was reported as mild in severity. The stent was successfully removed endoscopically on (B)(6) 2008, and no further medical intervention was required to treat the event. At the time of removal, the bariatric surgery leak was healed, and the patient was reported to be in excellent condition at her last visit.

Manufacturer narrative:
(B)(6): device reported as ultraflex esophageal partly covered stent: 12 cm x 23/28mm. (B)(4) - no code available (medical intervention required). (B)(4) - no code available (stent, crimping problem). (B)(6). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.